Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, event history log review, battery test and a power-on self test. The cause of the of the f-49 alarm code was determined be a defective main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f49 alarm code on a flogard infusion pump. It is unknown which process step this event occurred during. There was no patient involvement. No additional information is available.